Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that there was no ¿service pump error¿ messages or any other communication errors or functional issues during over 100 hours of evaluation. Of note, the netcon cable was not returned for evaluation. The service repair technician (srt) was unable to duplicate the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the user facility's perfusionist, the pump was removed and replaced with a backup after the case. The pump was the main arterial pump. The pump was briefly hand-cranked after going back on bypass, but they were able to get the pump running after hand-cranking by restarting the pump head using the central control monitor (ccm) instead of the knob. The pump stopped working intermittently after that and was restarted using the touchscreen.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump displayed a "service error" message and stopped working. The message was cleared, but it happened a few more times. The surgical procedure was completed successfully. There was a delay. There were no adverse consequences to the patient.

Event description:
Per clinical review: the roller pump in the arterial position was set up with a half inch arterial boot, occlusion set per institutional protocol and primed without issue for a procedure on (B)(6) 2019. Approximately five times during the course of the procedure, including a second period of perfusion on cpb due to patient hemodynamics the arterial roller pump stopped and gave the perfusion team a service error message. The perfusionist did note that the team had to hand crank once to ensure forward flow, but the additional times the team was able to get the pump started by pressing the start/stop icon on the central control monitor (ccm). The start/stop button on the local control did not enable them to create forward flow. The team did not exchange the roller pump until after the procedure. The intermittent loss of flow did not create harm to the patient. There was no delay in the continuation of the surgical procedure, and no blood loss occurred due to this event.

Manufacturer narrative:
Per data log analysis: 10:54:59 a perfusion screen was opened. 11:16:25 pump is started. 11:30:40 low level alarm stops the pump (safety connection). 11:31:25 pump started. 12:04:42 pump stopped (like stop was pressed). 12:46:08 pump started. 14:46:05 pump stopped (like stop was pressed). 14:46:07 pump started. 14:50:13 pump stopped (like stop was pressed) 14:50:29 pump started 14:55:52 pump stopped (like stop was pressed). 14:56:09 pump started. 15:14:30 pressure alarm stops the pump (safety connection). 15:14:51 pump started. 16:06:14 pump stopped (like stop was pressed). 16:06:22 pump started. 16:07:41 pump stopped (like stop was pressed). 16:07:50 pump started. 16:09:03 pump stopped (like stop was pressed). 16:09:04 pump started. 16:09:05 pump stopped (like stop was pressed). 16:09:18 pump started. 16:09:35 pump is powers up (rebooted or power cycled). 16:09:58 pump started. 17:44:27 pump stopped (like stop was pressed). 17:44:36 pump started. 17:44:38 pump stopped (like stop was pressed). 17:44:39 pump started. Next was a power up on 22-may-2019. The pump was/did stopped several times. It is possible "service pump" was displayed, since that event is not logged. There is no way to tell from the log if the pump stopped itself or the user stopped the pump.